Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #30 (type 11 bone). Primary stability was achieved and osseointegration was not achieved. Inadequate bone quality/bone quantity was involved in the event. The clinician states that the implant was not stable at 1 week post op appointment. The clinician reports that he removed the implant and successfully placed a 5.0 x 10mm implant. The implant was removed on (B)(6) 2012. Pt was asymptomatic.